Manufacturer narrative:
It was reported that the physician¿s name is dr. (B)(6). (B)(6). Occupation: health professional. (B)(4). Mfg site name - freudenberg medical. Investigation results a visual examination of the complaint device found that the control wire separated from the yoke and clip mashed onto the bushing. Functional evaluation was performed, and the clip was unable to open. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large bowel during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was unable to open. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. Investigation results revealed that the clip assembly was smashed onto bushing; therefore, this is now an MDR reportable event.